Event description:
Complainant alleged that during training by facility staff the device's pacer output would not increase above 50bpm. Complainant indicated that there was no pt involvement in the reported malfunction.